Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal to superficial femoral artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 14 atmospheres. The device was removed without any problems, and the procedure was completed with this device. No complications were reported, and the patient was in good condition after the procedure.